Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with enterococcus faecalis and a white blood cell (wbc) count of 391/mm3. The patient was diagnosed with peritonitis due to a transmigration of bowel flora. The cause of the patient¿s peritonitis was initially thought to be touch contamination due to the use of small gauze to clean their pd catheter extension set; however, it was determined by the outpatient clinic physician the source of the patient¿s peritonitis was intra-abdominal. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1500 mg every three days for three weeks. The patient¿s ip vancomycin was reduced to 1000 mg based on vancomycin serum levels (exact date unknown). The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a transmigration of bowel flora into the patient¿s peritoneum as reported by a medical professional. Though a less common cause, it is known peritonitis infections can be from intra-abdominal sources for a multitude of reasons. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) and genitourinary tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with enterococcus faecalis and a white blood cell (wbc) count of 391/mm3. The patient was diagnosed with peritonitis due to a transmigration of bowel flora. The cause of the patient¿s peritonitis was initially thought to be touch contamination due to the use of small gauze to clean their pd catheter extension set; however, it was determined by the outpatient clinic physician the source of the patient¿s peritonitis was intra-abdominal. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1500 mg every three days for three weeks. The patient¿s ip vancomycin was reduced to 1000 mg based on vancomycin serum levels (exact date unknown). The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler at home following this event.